Event description:
It was reported when the suture sleeve was advanced, the insulation was loose and balled up when fingers were run along it. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.